Manufacturer narrative:
Corrected data: h.1 in previous medwatch should have been listed as malfunction.

Event description:
Healthcare professional reported "sterile packaging defective". This record is for an unknown side. Device has been discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: tyvek.

Event description:
Healthcare professional reported, "sterile packaging defective". This record is for an unknown side. Device has been discarded.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ tyvek or thermoform sticking: not observed through visual inspection. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "sterile packaging defective". This record is for an unknown side. Device has been discarded.